Event description:
It was reported that the patient was having a high number of sensing integrity counter counts (sic) and a high number of premature ventricular contractions (pvc). The physician suspects it may be related to an increase in pvcs during pregnancy. The patient reported having experienced an increase in sic counts during a previous pregnancy. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted as ventricular short interval count (v-sic) was 239 counts avg/day, in 361.82 days, between (B)(6) 2011 15:52:18 and (B)(6) 2012 11:33:07.